Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider increased the pump's correction factor. The customer thought that setting was incorrect as a blood glucose (bg) level of 35 mg/dl occurred after a correction bolus was delivered. The customer readjusted the correction factor setting. The customer consumed carbohydrates and a banana to address the low bg level.